Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported the customer¿s adc freestyle libre sensor produced a ¿replace sensor¿ message on (B)(6) 2019, after 5-days of use. It was further reported that on (B)(6) 2019 customer became hypoglycemic and lost consciousness. Customer¿s wife called the paramedics and upon arrival, received a reading of 37 mg/dl on their meter and initiated an intravenous infusion of glucose. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller, calling on behalf of a customer, reported the customer¿s adc freestyle libre sensor produced a ¿replace sensor¿ message on (B)(6)2019, after 5-days of use. It was further reported that on (B)(6)2019 customer became hypoglycemic and lost consciousness. Customer¿s wife called the paramedics and upon arrival, received a reading of 37 mg/dl on their meter and initiated an intravenous infusion of glucose. No additional treatment was reported. There was no report of death or permanent injury associated with this event.